Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) of rewi1043 showed no other similar product complaint(s) from this lot number.

Event description:
Site of placement: right basilic. No difficulty with insertion. No problem with the catheter itself. The wire caused the reaction in the child. Pt injury involved, simple insertion, well sedated child. Insertion went easy. Wire was pulled, catheter was trimmed and then flushed with 10 ml saline at which point the child started coughing and turned bright red. O2 sats went down to 79, blood pressure went down, heart rate went up. This persisted for 8 minutes. There was a potential for serious injury if the pt had not started breathing again. Line was flushed before insertion with 10 ml saline per lumen prior to insertion, and 10 ml after placement. Solutions used to clean the catheter: chg prior to insertion. Saline used after insertion.